Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4)

Manufacturer narrative:
The reported issue with failed tests during pre-use check has been confirmed during evaluation of the received problem description. Service report and device's log files. Our field service engineer (fse) was on-site for further investigation and could narrow the issue down to the inspiratory pipe due to damage near the diaphragm. Moreover, the pull magnet was replaced. Afterwards, the ventilator passed all functional and safety tests and was returned for clinical use. No replaced parts could be returned for more detailed investigation, hence the root cause of the failed pre-use check tests has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).